Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation results: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(4) was manufactured under controlled conditions in accordance with allergan procedures. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run (B)(4) is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for gel breast implants for the period of 2018 through (B)(4) 2020, was noted an outlier in (B)(4) 2019. An additional analysis was performed to determine any pattern or any similarities relation between pr¿s involved. It was found that some primary packaging operators were involved in more than one occasion, however the people were trained in the corresponding procedure. Also, calibrations, maintenance and validations of the equipment¿s involved in more than one occasion were reviewed and it was determined that they were performed on time and met specifications. In addition, all the records involved in this month were reviewed and no issues were found associated to either event. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time. Device evaluation: visual analysis of the returned device identified anterior, posterior, radius and patch separated . Weight measurement of the device identified device was underweight. A microscopic analysis was performed and identified a broken shell and patch, anterior, posterior and radius striated separated. Based on the device analysis the final assessment: anterior posterior and radius striated separated, surgical damage the events of capsular contracture, infection (unknown onset) and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: due to right side ¿alcl¿ (lymphoma-alcl).

Event description:
Healthcare professional reports a seroma against this right side device. Patient representative reported ¿infection, heat sensation, capsular contracture,¿ baker grade not specified, mental pain and suffering, chronic pain, pain prior to explant procedure, suffers from serious emotional distress including anguish, fright, horror, nervousness, grief, anxiety, and worry of bia-alcl, mental and emotional suffering, fear. Apprehension, anguish and fear due to risk of further/increased risk of alcl, rashes, itching" and ¿swelling." Patient representative also reported "¿disfigurement¿ ¿suffered, and continues to suffer, from permanent physical injury¿ and ¿disability;¿ these events are not related to the device. Device was explanted.